Manufacturer narrative:
Accutni samples collection and specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-spinning and re-testing higher than expected accutni samples prior to releasing data outside the laboratory. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient result. The patient samples were tested on access 2 immunoassay system. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The customer was asked to provide specific data to include patient's demographics, sample data report, and date of event; however, the customer declined to provide this information. Erroneous results were not reported outside of the laboratory. The customer did not report an effect to the patient or user attributed or connected to this event.